Manufacturer narrative:
Olympus (B)(4) have requested the return of the power cable for further investigation. There has been no report of injury to patient or user. Final follow up report will be submitted once the (B)(4) investigation has been completed. Reported in an abundance of caution.

Event description:
Olympus (B)(4) reported: 'when I tried to plug the outlet of wm-np2 into the power outlet before the test, sparks were scattered and the power of the centralized power source was turned off.

Manufacturer narrative:
Olympus keymed investigation completed. Outcome of investigation concluded that event was caused by user misuse. There is a burn present at the tip of one of the main power pins of the wall plug. This can only be created if the plug is withdrawn from the wall supply while that supply is powered and the workstation unit is consuming power. Thus the conclusion is misuse, in that the mains plug is effectively used as an off switch when removed from a live wall supply. This will be the final follow up report, however, if any new information is provided the case will be reviewed.